Event description:
On (B)(6) 2013, it was reported to 3m espe that one of three 1.8x15mm mdi o-ball prosthetic head implants (B)(4), originally placed in the lower jaw on (B)(6) 2010, broke and had to be removed by an additional surgery. The dentist used a trephine drill for this procedure. The treatment was done without complications and the patient is reportedly doing fine.

Manufacturer narrative:
Methods, results, conclusions: the fragments of two of the fractured implants involved in this case were not returned to 3m espe for evaluation. A follow-up interview with the dentist revealed that only three implants where implanted in the lower jaw. Therefore, there underlies a handling error since 3m espe instructions for use indicate that a minimum of four implants of this type should be placed in the mandible.